Event description:
It was initially reported that the patient had difficulty getting coupling between the external recharger and the implanted neurostimulator. It was noted that she could only get 2 coupling bars with the recharging and that it took her "forever" to charge the device. She spent one and a half hours per day charging and could never get above 75% level of a full charge. She had tried using the antenna locator feature and recharging waist belt to help with no success. Subsequent information received indicated that the patient requested that the neurostimulator be replaced. The device was explanted and replaced with a new device. The patient outcome was reported as recovered without sequelae.

Manufacturer narrative:
Analysis of implantable neurostimulator (ins) model 37712, serial # (B)(4) determined no anomaly was found. Good, stable output was observed on each electrode pair referenced to one electrode. The ins was recharged during checking. The ins recharged for 1 hour and 12 minutes with 8 bars of coupling. Voltage started at 3.575v and ended at 3.745v. According to the trace report obtained from the ins, the total recharge count was 126. The last recorded recharge session done while the device was implanted was (B)(4) 2011. The device was recharged for 27 minutes. The battery charged from 3.44 v to 3.68 v. The parameter trend diagnostic section of the trace report showed no patient usage after this recharge session. The battery discharged to the lock mode of (B)(4) 2011. The coupling record of the last 5 patient recharge sessions has 1@100%, 3@25% and 1@0%. The ins was recharged again at the close of analysis (B)(4) 2011. The ins recharged for 2 hours and 18 minutes with 8 bars of coupling. The voltage start was 3.83v and ended at 4.04 v.

Manufacturer narrative:
Lead model 39565-65, lot# v548 implanted: 2011-(B)(6), explanted: na, recharger model 37752, serial (B)(4), programmer model 37743, serial (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had a coupling and/or communication issue. It was noted the patient had difficulty getting coupling between the external recharger and the implanted neurostimulator. It was noted that she could only get 2 coupling bars with the recharger and that it took her "forever" to charge the device. She spent 1.5 hours per day charging and could never get above 75% level of a full charge. She had tried using the antenna locator feature and recharging waist belt to help with no success. There was reportedly no longer swelling in the area. Additional information received reported the patient had difficulty recharging and requested a replacement. It was noted the ins had flipped and the patient could not recharge to her satisfaction. The patient and physician decided on replacement of the ins. The device was explanted on (B)(6) 2011. There was no patient death or injury reported. The patient recovered without sequelae. Additional information received about 2.5 years later reported when the patient was first implanted with the ins, the implanting physician implanted the ins the wrong way. As a result, the patient had difficulty recharging for about a year after implant. The patient saw a manufacturer representative (rep) about a year after implant and the rep realized the ins was flipped. The patient reportedly had surgery to replace the ins. It was not a full year between the initial implant and replacement surgeries. The patient noted "I guess it wasn't a whole year but it was very frustrating."